Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and the right iliac artery was reported to be calcified, tortuous and diseased. It was reported that a reliant balloon was used to iron out the stent graft. A 20 cc syringe with 70% saline and 30% contrast was used to inflate the balloon. During this process, the balloon was being inflated partially within the stent graft and partially in the iliac artery; the patient's blood pressure was noted to have dropped and the artery was found to have ruptured. Another reliant balloon was introduced through the left side and it was advanced up and over the bifurcation to the location of the ruptured artery. The balloon was used to control the bleeding and stablize the patient. An aneurx iliac stent graft was implanted in the area with good outcome. The patient received 4 units of blood and was reported to be doing well. No additional clinical sequelae were reported. The balloon catheter was discarded after the procedure.